Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr procedure of a 29mm sapien 3 ultra resilia valve, aortic regurgitation was confirmed by transesophageal ultrasound in the after valve deployment. Transesophageal echocardiography confirmed that some of the valve leaflets were not functioning. It was tried to put the leaflet back in with a pigtail, but it didn't improve, so the team decided to use a 29mm bioprosthetic valve of the same size as tav in tav.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for central regurgitation and leaflet motion restricted-in patient were unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'during tavr procedure of a 29mm sapien 3 ultra resilia valve, ar was confirmed by transesophageal ultrasound in the after-valve deployment. Transesophageal echocardiography confirmed that some of the valve leaflets were not functioning. It was tried to put the leaflet back in with a pigtail, but it didn't improve, so we decided to use a 29mm bioprosthetic valve of the same size as tav in tav. Additional information was obtained from the cs as below. The cause of decreased mobility of leaflets is supposed to be post-dilatation because after post-dilatation, decreased mobility of the valve leaflets was observed.' There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. In this case, it was reported that post-dilation was performed, and decreased leaflet mobility was observed after post-dilation. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to leaflet motion restricted and central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr procedure of a 29mm sapien 3 ultra resilia valve, aortic regurgitation was confirmed by transesophageal ultrasound after valve deployment. Transesophageal echocardiography confirmed that some of the valve leaflets were not functioning. It was tried to put the leaflet back in with a pigtail, but it didn't improve, so the team decided to use a 29mm bioprosthetic valve of the same size as tav in tav. Upon follow up, the clinical specialist advised that the cause of decreased mobility of leaflets is supposed to be post-dilatation because after post-dilatation, decreased mobility of the valve leaflets was observed. Even after the appearance of ar, hemodynamics remained stable, but the ar was more than moderate, the decision was made to perform tav in tav. The patient outcome is fine.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, a2, a3, b5 have been updated/corrected. Investigation is still ongoing.